Manufacturer narrative:
(B)(4). The carefusion field service engineer (fse) went onsite to evaluate the suspect device. The fse was unable to duplicate the reported issue and reported the unit was out of specifications. It was determined by the fse the unit needed replacement parts before placing it back onto service. At this time, carefusion failure analysis laboratory has not received any suspect components for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit went inoperable with both audible and visual alarms. The issue occurred during patient use, the customer reported the patient was placed on a back up ventilator. The customer reported no patient consequence is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and the reported issue was unable to be duplicated. The suspect device passed all transducer calibration testing.